Event description:
Patient had become uroseptic and was admitted into the hospital and diagnosed with bacterial prostatitis.

Manufacturer narrative:
Ae began after procedure and disposable catheter was disposed of after procedure.